Event description:
A materials manager reported low phaco power during phaco mode of a cataract with intraocular lens implant procedure. Following a system exchange and a delay of less than 15 mins, the procedure was completed with no harm to the pt.

Manufacturer narrative:
The customer called the company rep to assist with troubleshooting. The company rep was able to discuss the issue over the phone with the customer and determined that there was a loose tip on the handpiece. The tip was tightened and this resolved the issue. The customer did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause was a loose tip on the handpiece. (B)(4).